Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, the battery full charge and remaining charge capacities were measured below specifications. The cause for the low capacities cannot be positively determined but were likely the result of defective cells. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
Reviewed a (B)(6) male, patient's download, revealed several battery pack faults. Zoll customer support contacted the patient and issued the patient a new battery pack.